Event description:
A customer reported to baxter corporate product surveillance a combination set in which a leak was observed. According to the report, the combination tubing was attached to a patient to deliver an unknown pain medication. The set was attached to a (B)(4) pump, and infusion started. The nurse came back to the room and observed that the pain medication had dripped onto the bed. The nurse determined that the source of the leak was either from the connection of an unknown becton dickinson syringe and the female luer of the combination set, or at the bonded junction of the tubing and the female luer of the set. The nurse observed that the leak was a small drip down the tubing, and therefore only a small amount of medication was lost. The alleged defect occurred in the post-anesthesia care unit (pacu). There were no reports of patient injury, adverse events or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.